Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced high blood glucose levels on (B)(6) 2026. The event lasted for approximately one to two hours. The patient received treatment by pump and changed the infusion set.